Event description:
A report was received from a user facility in (B)(6) stating: "difficult to enter by a 2.2 mm incision. No pt injury."

Manufacturer narrative:
The facility has discarded the product, it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-00216.